Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The cause of the event cannot be determined; however, paitent factors and progression of underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted eight (8) years, seven (7) months, underwent valve-in-valve procedure due to severe aortic stenosis. Patient presented with chronic systolic left ventricular heart failure with severe left ventricular systolic dysfunction. Patient underwent cardiac arrest in or and was placed on femoral intra-aortic balloon pump. The patient tolerated the procedure and was transferred to the sicu in stable condition. Patient was discharged on post-operative day two (2).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted eight (8) years, seven (7) months, underwent valve-in-valve procedure due to aortic stenosis. A 26mm transcatheter valve was implanted inside the 23mm valve.